Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the instructions for use state that retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair cds performance. The investigation determined the reported gripper actuation issue appears to be related to the improper or incorrect procedure or method (use error) as it was reported that gripper lever was retracted beyond the blue marker by the user. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure performed to treat grade 4+ mixed mitral regurgitation (mr). One clip was implanted successfully. To further reduce mr, a second clip was advanced to the mitral valve. When attempting to grasp, the gripper arms would not lower. The gripper lever had been retracted beyond the blue marker. The clip was not implanted. Another clip was successfully implanted, reducing mr to 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.